Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported when flushing the catheter before use there is a bubble at 20 cm. The catheter is not placed on the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bubble on the catheter is confirmed and determined to be manufacturing related. The product returned for evaluation was one 4fr sl powerpicc solo catheter w/ t-lock and 3cg stylet. A gross visual inspection of the returned unit found that a protrusion was present on the catheter tubing between the 20 cm and 21 cm depth markers. Microscopic inspection of the deformed area found that the protrusion was an extension of the catheter tubing. The tubing was longitudinally bisected at the location of the deformation and the inner catheter wall inspected. The inner wall also had a protrusion at the same location as the external deformation. The wall thickness was inspected and found to be thicker at the location of the protrusion, indicating that the catheter tubing had likely been inadequately extruded during manufacturing. The wall thickness of the catheter tubing was measured at the 20cm depth marker, before the protrusion, to verify that the abnormality was localized only to the observed area. The wall thickness was found to be within specification. 12 at the 20 cm depth marker. The protuberance appeared to have occurred during the catheter tubing extrusion process. The raw tubing is a supplied component and the supplier has been notified of this event.